Manufacturer narrative:
Final analysis found that all five wires of the proximal coil were fractured at 27.5 cm from the connector pin, due to clavicular crush, which caused the reported noise. The proximal and distal insulations were damaged through to the coil in the same area.

Event description:
The atrial lead was replaced due to the implantable cardioverter defibrillator (ICD) -fired twice-.